Manufacturer narrative:
As no further information is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the explant procedure the right ventricular (rv) lead was damaged; the lead tip remained implanted and would be extracted at another time. Subsequent information received noted that on the procedure day to retrieve the lead tip, the patient's condition was not stable and it was postponed. The patient's condition was related to abdominal issues and not related to the device. At this time, a portion of the rv lead remains implanted.